Event description:
It was reported that an incident occurred with the electrosurgical unit (esu/generator) during a laparoscopic cholecystectomy. The esu was used with a storz laparoscopic instrument [part number (p/n) 37370 sc and cable (p/n gk 239, serial number (B)(4)). An erbe nessy omega return electrode (p/n 20193-082, lot number unknown) was attached to the patient's left thigh. The spray coag mode was being used to coagulate the liver bed. When the instrument was activated there was a spark on the handle of the instrument which resulted in four (4) small burns on the user's hand and fingers. Each were 2 mm in diameter with blisters and black skin. To address the necrosis, a would treatment was applied to the affected area of the user. There were no other injuries to the operator of the device and the patient was uninjured.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. A review of the unit's chronological data didn't show any erroring or issues with the esu. Additionally, no anomalies were found in the review of the generator's device history record (DHR). In conclusion, there were no issues with the esu that would have caused or contributed to the event. Most likely, there was a breach in the handle of the instrument where the sparking occurred which caused the burn to the user (note: the non-erbe instrument and accessories were not available to erbe for an assessment.). However, no conclusive determination could be made as toi the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.